Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implant, the right atrial (ra) lead exhibited frequent undersensing during atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.